Event description:
During a coil embolization procedure, the distal end of enterprise vrd and delivery system (enf452212 / (B)(4)) broke off during deployment. During the procedure, a gdc coil (stryker) was in the aneurysm but not detached before the stent was placed, and the coil was never connected to the detachment system until after the stent was placed. The stent was implanted, but the tip was not removed. A jailed technique was used during the case, and all IFU guidelines were followed to position the enterprise and microcatheter at the target aneurysm. The microcatheter was first positioned past the target aneurysm neck with a guidewire, and after the microcatheter was position past the aneurysm neck, and during deployment, the microcatheter was pulled back. No additional torque or manipulation was conducted with the enterprise delivery system, and constant fluoroscopy was performed at all times. During the procedure, the enterprise/microcatheter was not kept at the site for a prolonged period. The enterprise distal tip was not placed at an acute angle or within a small vessel, and the distal tip was not prolapsed at any time during the procedure. During the initial insertion of the enterprise delivery system, no resistance occurred at any time during advancement through the mc, and there were no kinks in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. An adequate continuous heparinized flush was maintained through the mc at all times. The mc was not re-shaped prior to use, and there were no complaints against the microcatheter (606s255fx/ (B)(4)), guiding catheter (67025690b/ (B)(4)), or coils.

Manufacturer narrative:
During a coil embolization procedure, the distal end of enterprise vrd and delivery system ((B)(4)) broke off during deployment; the distal end of the delivery wire remains implanted with no plans to remove it. The current patient condition was noted to be without deficit. During the procedure, a gdc coil (stryker) was in the aneurysm, but not detached before the stent was placed. The coil was never connected to the detachment system until after the stent was placed. The stent was implanted, but the tip was not removed. A jailed technique was used during the case, and all IFU guidelines were followed to position the enterprise and microcatheter at the target aneurysm. The microcatheter was first positioned past the target aneurysm neck with a guidewire. After the microcatheter was positioned past the aneurysm neck, the enterprise was delivered through the microcatheter and deployed by pulling the microcatheter back. No further clarification of the delivery wire separation has been obtained; it is not known occurred during withdrawal of the delivery wire, if it there was resistance during withdrawal of the delivery wire, or whether after deployment of the stent the microcatheter was position distal to the stent followed by removal of the delivery wire. No additional torque or manipulation was conducted with the enterprise delivery system, and constant fluoroscopy was performed at all times. During the procedure, the enterprise/microcatheter was not kept at the site for a prolonged period. The enterprise distal tip was not placed at an acute angle or within a small vessel, and the distal tip was not prolapsed at any time during the procedure. During the initial insertion of the enterprise delivery system, no resistance occurred at any time during advancement through the microcatheter, and there were no kinks in the microcatheter that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system. An adequate continuous heparinized flush was maintained through the microcatheter at all times. The microcatheter was not re-shaped prior to use, and there were no complaints or associated events with the microcatheter ((B)(4)), guiding catheter ((B)(4)), or coils. Other than the reported event, no other damages were noticed on the device (unraveled, stretched, stent (damage-strut uplift, fracture, separated, etc), delivery system issues, etc). The target site distal and proximal diameter was 3.4 and 3.0, and the aneurysm was large saccular. The patient was admitted for an elective embolization, and the current patient condition was noted to be no deficit. A cd film copy of procedure is not available. There are no plans to remove the broken piece. One non sterile enterprise vrd delivery wire was received in a plastic bag. The delivery was broken at 216cm from proximal end. The mating part was not received for analysis; as reported, this remains in the patient. The stent remains implanted. The unit was inspected under microscope and evidence of material deposited on the surroundings of the core wire was observed. (B)(4). Results showed that the core wire presented evidence of smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10011509. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The delivery wire separation was confirmed with analysis of the returned device. Based on the sem analysis results, reverse bending and/or pulling could be related to this fracture condition. However, based on the available information, contributing factors and the root cause of this failure cannot be conclusively determined. The device did not present any indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Via the risk management process continued evaluation and investigation of this issue by the quality team is being conducted.

Manufacturer narrative:
Other than the reported event, no other damages were noticed on the device (unraveled, stretched, stent (damage-strut uplift, fracture, separated, etc), delivery system issues, etc). The target site distal and proximal diameter was 3.4 and 3.0, and the aneurysm was large saccular. The patient was admitted for an elective embolization, and the current patient condition was noted to be no deficit. A cd film copy of procedure is not available. There are no plans to remove the broken piece. One non sterile enterprise vrd and delivery was received in a plastic bag. The guidewire was broken at 216cm from proximal end; the matting part was not received for analysis. The stent was not received for analysis. The unit was inspected under microscope and evidence of material deposited on the surroundings of the core wire was observed. (B)(4). Results showed that the core wire presented evidence of smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. Note: (B)(4) lot number 10011509 which is cordis lot number 10011509. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10011509. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4)'s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The complaint reported by the customer as: "delivery wire - fractured-separated/prior to use" was confirmed due to the received condition of the product. According to sem analysis results, reverse bending and/or pulling could be related to this fracture condition; however, the root cause of this failure cannot be conclusively determined. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt of information.

Manufacturer narrative:
One non sterile enterprise vrd and delivery and a select plus 150/5 cm 45 shape were received two plastic bags separately. The guidewire was broken at 216cm from proximal end; the matting part and the stent were not received for analysis. The prowler select microcatheter presented evidence of several bends at .5cm, 4cm and 7 cm from distal tip. The unit was inspected under microscope and evidence of material deposited on the surroundings of the core wire was observed. (B)(4). Results showed that the core wire presented evidence of smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. An enterprise vrd and delivery lab sample was used to perform functional test, and was observed that the enterprise lab sample passed through the microcatheter without any complication. Note: lake region lot number (B)(4) which is cordis lot number (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot (B)(4). The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 100 units, which were shipped from lake region medical on (B)(4) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery wire - fractured-separated/prior to use" was confirmed due to the received condition of the product. According to sem analysis results, reverse bending and/or pulling could be related to this fracture condition; however, the root cause of this failure cannot be conclusively determined. The microcatheter did not exhibit evidence of anomalies which could have influenced to the fracture event; moreover, an enterprise lab sample was introduced and passed through the microcatheter and it was not damaged by the microcatheter. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.